Event description:
It was reported that the ivc filter was noted to be severely tilted (degree unk) at the time of filter retrieval. The filter was unable to be removed and remains implanted.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device remains implanted. The investigation is currently underway.